Manufacturer narrative:
Lot review: a review of suspect lot# 3260995 showed that 10,000 units were manufactured, tested, inspected and released in may of 2016 citing no anomalies. Receiving visual analysis: 7/25/2016 - received 28 new ch-10, bag spike, with clave, suspect lot# 3260995. No mating devices were returned. Functional testing: the twenty eight (28) new devices were tested with a 10 cc syringe using water checking for any flow restrictions/occlusions in the fluid path and for any leaks at the bonded connections. No restrictions or leaks were found. Final analysis summary: the reported product problem could not be replicated/confirmed with the twenty eight (28) new and used ch-10. There were no restrictions / occlusions or leaks found during the evaluation. The product did meet the product performance without any issues.

Event description:
Complaint received regarding two ch-10, bag spike, with clave, suspect lot# 3260995 (mfd. 05/2016). Attached with ch3034, chemo and fluid was backing up into saline/med bag. They tossed those two and sending unused samples for investigation. There was a small chemo leak between the bag and the IV line. Leak handled per standard hospital protocol. No serious adverse patient consequences reported.